Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed:unknown esphoageal procedure.rep. Wasn't present for the case. The hinge of the jaws broke off. The jaws did not fully detach and a piece of the jaw did no break off. It is unknown what was the surgeon was grasping when breakage occurred. A second grasper was opened to complete the case without any further issues. There was no patient injury and the product is not expected to return as it was discarded by the hospital. Photos are unavailable.additional information received via phone on 30jul2020 from [name], applied medical health system specialist. This grasper jaws were stuck closed after the event. The handles were stuck slightly but could still be moved. The grasper pads were slightly off from one another. They were not perfectly aligned and would not uniformly line up. The product was disposed of by the facility and will not be returning.patient status:no patient injury.type of intervention:opened a second grasper to complete the case with no further issues.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown esophageal procedure rep. Wasn't present for the case. The hinge of the jaws broke off. The jaws did not fully detach and a piece of the jaw did not break off. It is unknown what was the surgeon was grasping when breakage occurred. A second grasper was opened to complete the case without any further issues. There was no patient injury and the product is not expected to return as it was discarded by the hospital. Photos are unavailable. Patient status: no patient injury. Type of intervention: opened a second grasper to complete the case with no further issues.